Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr checked unit and found flow sensor is broken. Replaced with customer spare and resolved the issue. Ran operational verification procedure (ovp), the unit passed all test and runs according to manufacturer's specifications.

Event description:
The customer reported that the vela ventilator keeps on alarming. At this time, there is no information regarding patient involvement associated with the reported event.